Event description:
It was reported that an ilet device became unresponsive and could not be unlocked after the user noted a crack on the device; a restart was attempted without resolution, and a replacement device and clip were arranged. Symptoms included no reported adverse health effects. Outcomes included no interruption requiring medical care and no alarms reported. Investigation included basic troubleshooting by phone. Investigation of this case revealed a suspected hardware failure associated with physical damage to the device enclosure that resulted in a nonresponsive touchscreen and inability to unlock. It was concluded, based on previously established findings for similar reports, that the cause was device damage leading to malfunction.